Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings:there was no evidence of loss of prime warnings recorded in the pump black box. There were no loss of prime warnings duplicated during testing. The force sensor calibration was tested and was confirmed to be within specifications. No defects were found related to the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted multiple loss of prime warnings. The reporter confirmed that the warnings were not associated with changes in temperature, alarms, or loose compartment caps and confirmed that the issue persisted with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.